Event description:
On (B)(6) 2010, pt reported her infusion device was struggling to return the piston rod and then alarmed with an e10 (cartridge error). Pt reported she changed the battery and the insulin cartridge; the error cleared. Pt stated while changing the insulin cartridge, she pulled on the cartridge and spilled the full cartridge of insulin in her infusion device. Pt reported she was able to remove the stuck plunger and then dried the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.